Event description:
It was reported that: "item without centimeter markings on catheters. Customer noticed this on all catheters from stock." Associated complaints: (B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer provided four photos for analysis. The images show the kit components. The customer returned two unopened pediatric jugular sets for analysis. Due to the nature of the complaint, the returned kits were investigated as representative samples. The kits were opened to further analyze the catheters. No markings were observed on the returned catheter extrusions, which is the intended appearance of the catheter per product drawing. Visual analysis of the reported catheter could not be performed as it was not returned for analysis. A review of the catheter product drawing was performed. The drawing does not include any markings on the catheter extrusion or hub. A review of change history was also performed, and no changes were made to the catheter with regards to markings on the extrusion or hub. A device history record review was performed with no relevant findings. The customer report of a missing catheter marking could not be confirmed in the returned representative samples. A review of the catheter product drawing revealed that neither the catheter extrusion nor the hub include any markings. Therefore, no problem was found with the returned samples. However, an investigation of the reported catheter could not be performed as it was not returned for analysis. Therefore, the potential root cause could not be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "item without centimeter markings on catheters. Customer noticed this on all catheters from stock."